Manufacturer narrative:
(B)(4). The insulin pump was received with insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarms. The insulin pump was received with a cracked case (battery tube), and cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.